Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. D4: batch #t5dt6n. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted during the functional testing. Additional information was requested and the following was received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Unknown. Is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during a lap hemicolectomy, the firing of the ats stapler felt "strange." Surgeon needed to squeeze harder than normal and the staple line looked "messy." The surgeon decided to oversew the staple line because they had no faith in it. Patient consequence was not reported.